Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.109¿ x 0.055¿ was not returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cadiere forceps instrument was damaged due to collision with the fenestrated bipolar forceps instrument. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was inspected prior to use with no abnormality. The plastic part of the instrument shaft was cracked during procedure. The customer confirmed that arcing/spark was not observed and no fragment fell inside of the patient. The fenestrated bipolar forceps instrument did not have any damage and would not be returned. There was no patient injury/harm.